Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr in sav procedure with a 26mm sapien 3 ultra resilia valve inside a pre-existing edwards surgical valve in aortic position. During the procedure, the 26mm non-edwards diltation balloon ruptured after the surgical valve fracture. There was some difficulty removing the 14fr sheath. Upon removal, the balloon was on the outside of the seam of the esheath. After multiple injections, there appeared to be a vascular injury of the external iliac to the common iliac on the right side. Vascular surgery was consulted, and they repaired the vessel. The patient left the room in stable condition. As per follow-up with the fcs, it was clarified the initial 14fr esheath was notably difficult to remove due to damage. The vascular complication was suspected to be a dissection, with vessel occlusion observed upon sheath removal. The complication was noticed when the non-edwards balloon was removed along with the esheath. The root cause of the vascular complication was determined to be due to the ruptured balloon outside the sheath seam, creating trauma during sheath removal and ultimately injuring the vessel.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaints for sheath liner torn and difficulty removing sheath were unable to be confirmed as no device or relevant imagery were provided. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the procedure, the 26mm non-edwards dilatation balloon ruptured after the surgical valve fracture. There was some difficulty removing the 14fr sheath. Upon removal, the non-edwards balloon was on the outside of the seam of the esheath." Per imagery review, tortuosity was present in the patient's access vessels. In this case, the balloon catheter burst. Therefore, it is likely that the balloon got caught on the sheath liner due to its altered profile. The force required to withdraw the altered balloon could then lead to tearing of the sheath liner. Furthermore, tortuosity can create suboptimal angles during balloon catheter retrieval through the sheath. Non-coaxial alignment can cause the balloon catheter to catch onto the sheath liner and tear it upon retrieval. Additionally, the altered balloon profile being "outside the esheath seam" likely resulted in a non-uniform device profile. This, compounded with tortuous anatomy, could lead to non-coaxial alignment and contribute to the difficulty removing the sheath, as reported. As such, available information suggests patient factors (tortuosity) and/or procedural factors (retrieval of the non-edwards device with burst balloon, torn liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.